Manufacturer narrative:
Product was not returned for evaluation as the user discarded the subject device after use. If additional information becomes available this report will be supplemented accordingly.

Event description:
It was reported that during an endoscopy procedure, the forceps did not come out of the sheath properly. Customer confirmed that the event caused a large tear in ¿esophagus¿ that required a clip closure. The intended procedure was completed. There was no other device replaced during the procedure and the subject device was not returning as it was discarded by the customer after use.